Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received. Associated mdrs: 1018233-2013-00554, 1018233-2013-00555 and 1018233-2013-00557.